Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited undersensing and high capture thresholds. Lead dislodgement was suspected. The lead was repositioned.